Event description:
The customer reported a discrepancy in the fetal doppler assessment between philips epiq elite ultrasound system and a ge e10 ultrasound system. The customer reported that when performing fetal umbilical artery doppler evaluation, absent end diastolic flow is noted (an abnormal result) when using the epiq elite system with a c5-1 transducer. When the same patient is scanned using a ge system, end diastolic flow is present and the waveform appears normal.

Manufacturer narrative:
A thorough investigation found the reported failure was not able to be reproduced, the system was working as intended.

Event description:
The customer reported a discrepancy in fetal doppler assessment between philips epiq elite ultrasound system and a ge e10 ultrasound system. Upon visiting the customer on site, the customer reported that when performing fetal umbilical artery doppler evaluation, absent end diastolic flow is noted (abnormal result) when using the epiq elite system with a c5-1 transducer. When the same patient is scanned using a ge system, end diastolic flow is present and the waveform appears normal. Customer specified that the problem was they required a wall filter of 30, which is what they were using on the ge system; however they and could not change this setting on the epiq elite ultrasound system. They were only able to change the wall filter setting to "min" which was not as low as the 30 setting. The fse was able to obtain a wall filter of 30 on the epiq elite system by lowering the prf (pulse repetition frequency) - the customer was instructed on how to accomplish this. The customer has now reported that even after adjusting the prf to obtain a wall filter of 30 on the epiq system, abnormal result for end diastolic flow was still present on the philips epiq system. The customer has stated this is now a critical issue and are unable to use the epiq elite system. An investigation is underway to determine the root cause of the issue. A follow up report will be provided upon investigation completion.